Event description:
A serious incident happened twice at a hospital for transplants. While using argon beam at mid power (60/80 watt), the conductive needle inside the nozzle of the abc pencil, 130322, was ejected in the operating field. There was no harm to the pt either time. This report is for the event that happened at the beginning of august. For the event that happened the latter part of august refer to 1720159-2000-00075.